Manufacturer narrative:
The patient's age was unknown, but was a female. The target lesion was aha11. The lesion was a de novo, heavily calcified and moderately tortuous. There was 99% stenosis. Rotablator (1.75burr) was conducted. Pre-dilation with a balloon (firestar 2.5/15mm) was conducted and then a cypher select+ (3.5/13mm) was delivered to the target lesion, but the cypher select+ would not cross the target lesion. Therefore pre-dilation with a different balloon (I-bp 3.5/15mm) was conducted at 22atm and the physician tried to advance the cypher select+ again, but the stent flared (portion unknown) during advancement. Therefore the physician stopped using the cypher select+ and a new cypher select+ (3.5/15mm) was successfully implanted at the target lesion although there was delivering difficulty, and the procedure was finished successfully. There was no patient injury reported. The product will be returned for analysis. The physician did not indicate any anomalies prior to use. The cypher select plus was being delivered to the target lesion, but the device became stuck proximal to the target lesion and the stent flared at the proximal end during the advancement. The target lesion was the proximal left circumflex. The lesion was a de novo, heavily calcified and moderately tortuous. There was 99% stenosis. Rotablator (1.75burr) was conducted. Pre-dilation with a balloon (firestar 2.5/15mm) was conducted. Then a cypher select plus (3.5/13mm) was being delivered to the target lesion, but the cypher select plus would not advance to the target lesion. Therefore pre-dilation with a different balloon (I-bp 3.5/15mm) was conducted at 22atm and the physician tried to advance the cypher select plus again, but the device became stuck proximal to the target lesion and the stent flared at the proximal end during the advancement. Therefore the physician stopped using the cypher select plus and a new cypher select plus (3.5/15mm) was successfully implanted at the target lesion. There was no patient injury reported and the procedure was successfully completed. One non sterile cypher select + 3.50mm x 13mm was received coiled inside a plastic bag. The sds was wavy; this condition may be related to the way the unit was sent for analysis. Two kinks were found at the proximal end of the sds. The stent was found with the struts up-lifted from the proximal end. Crossing profile was measured for distal and middle sections of the stent and was found within specification. The proximal area was not measure since it presented with uplifted struts. The reported tracking difficulty could not be confirmed. The reported strut uplift was confirmed. The exact cause of the reported failures and kinked condition could not be determined. It appears that procedural factors and vessel characteristics likely contributed to the inability to advance the cypher stent and the resulting stent flaring. Based on the device history review and analysis of the returned device, there is no indication of any manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt. Concomitant devices: gw: rinato, whisperms, rotawire; gc: launcher 7f ebu3.5sh; bc: firestar 2.5/15mm, I-bp3.5/15mm; other: rotablator 1.75mm.

Event description:
The cypher select plus was being delivered to the target lesion, but the device became stuck proximal to the target lesion and the stent flared at the proximal end during the advancement. The patient's age was unknown, but was a female. The target lesion was the proximal left circumflex branch (B)(6). The lesion was a de novo, heavily calcified and moderately tortuous. There was 99% stenosis. Rotablator (1.75burr) was conducted. Pre-dilation with a balloon (firestar 2.5/15mm) was conducted. Then a cypher select plus (3.5/13mm) was being delivered to the target lesion, but the cypher select plus would not advance to the target lesion. Therefore pre-dilation with a different balloon (I-bp 3.5/15mm) was conducted at 22atm and the physician tried to advance the cypher select plus again, but the device became stuck proximal to the target lesion and the stent flared at the proximal end during the advancement. Therefore the physician stopped using the cypher select plus and a new cypher select plus (3.5/15mm) was successfully implanted at the target lesion although there was delivering difficulty, and the procedure was finished successfully. There was no patient injury reported.

Manufacturer narrative:
The product was received for evaluation and testing on october 12, 2010; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.